Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer stated that they were unable to get insulin out of the vial. The reservoir will be returned for analysis.